Manufacturer narrative:
Correction the return date for d9 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the bending section cover adhesive was removed and there was a leak on the bending section cover. The angulation and angulation system inspection were verified. The bending section always returned to the straight position. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus sales representative reported on behalf of the customer, the evis exera iii bronchovideoscope angulation became locked/could not disengage when angulating the scope as it is got stuck and was not going back to the neutral position. The scope was able to be inserted without difficulty in the neutral position and the study was completed. However, when toggle was released the scope tip did not return to a neutral position and therefore was difficult to ensure scope tip was not bent up or down when removing scope from the nose which caused some discomfort to the patient as the scope was being removed and shortly after. No additional intervention was needed once the scope was removed. The issue was found during the end of a diagnostic fiberoptic endoscopic evaluation of swallowing procedure. The procedure was completed with no delay using the same device. No anesthesia was used for the procedure. There were no reports of patient harm.